Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the faradrive sheath was visually inspected. The sheath was returned with a syringe still connected to the flush lumen port. The returned syringe was left attached to the flush port, and an attempt to purge air from the sheath to prepare the device for leak testing was performed. A leak was noted from the stopcock as deionized water was injected from the flush port. As the flushing syringe was disconnected from the flush port, a piece of the stopcock broke off and remained attached to the syringe. The stopcock piece was removed and placed back onto the stopcock, and the returned syringe was screwed onto the flush port to seal the piece back onto the stopcock. Another attempt to flush the sheath from the middle port was successful, however, the stopcock leaked when the sheath was pressurized from the distal end of the device. Thus, leak testing was concluded. Microscopic inspection found minor cracks on the top and bottom of the sheath inflow port. Larger cracks were seen at the flush port and another crack was seen at the bottom of the control valve. The stopcock was pressurized with deionized water from the middle port, causing the water to leak from the cracks. The cause of the reported event could not be confirmed as it is unknown if the cracks on the stopcock were present during the time of procedural use.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat persistent atrioventricular issues, the faradrive steerable sheath clear was selected for use. The sheath was inserted into the left atrium, followed by proper aspiration and flushing. After completing mapping and removing the map catheter, blood aspiration from the sheath was unsuccessful. The sheaths deflection and position were checked to ensure it was not in contact with the left atrium wall, but another aspiration attempt also was unsuccessful. To prevent potential clot dislodgement, the sheath was pulled back into the right atrium. Once placed on the back table, a forward flush was performed, ejecting the clot. The sheath was then replaced, and the procedure was successfully completed without any patient complications. The device was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat persistent atrioventricular issues, the faradrive steerable sheath clear was selected for use. The sheath was inserted into the left atrium, followed by proper aspiration and flushing. After completing mapping and removing the map catheter, blood aspiration from the sheath was unsuccessful. The sheaths deflection and position were checked to ensure it was not in contact with the left atrium wall, but another aspiration attempt also was unsuccessful. To prevent potential clot dislodgement, the sheath was pulled back into the right atrium. Once placed on the back table, a forward flush was performed, ejecting the clot. The sheath was then replaced, and the procedure was successfully completed without any patient complications. The device is expected to be returned.